Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer's blood glucose reading was 48 mg/dl at the time of incident. Troubleshooting advised customer to replace battery and monitor the pump. Customer denied troubleshooting for the low blood glucose.